Event description:
Heavy menstrual bleeding, pain, prolonged menses, hair loss. Severe blood loss. Developed anemia and symptoms associated with anemia. Painful sexual intercourse. Discovered later that essure is made of nickel and it's been confirmed that I'm allergic to nickel. Had been hospitalized and received a couple of blood transfusions. Yesterday bilateral salpingectomy with essure removal was done.